Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support used a remote electronic connection method on 19jul2018 to assess the test well images in question, which appeared as visually negative. The camera report was optimal. There were no associated errors or warnings on the event log, and all instrument maintenance was up to date. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 20jul2018 and found some slight crystallization at the probe rinse station. As a consequence, the fse cleaned the station and proactively replaced the filter. (B)(4).

Event description:
On 19jul2018, a (B)(6) customer reported obtaining an unexpectedly negative antibody screen when tested on a galileo echo, when tested on (B)(6) 2018.